Event description:
It was reported that multiple cartridge change errors occurred on the pump. There was no adverse impact to the customer's blood glucose level. The customer either loaded a new cartridge or reloaded the existing cartridge to resolve the issues. Ultimately, the pump was replaced and the customer reverted to an alternate method of insulin therapy